Event description:
The user facility reported that the housing broke at the weld. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient involvement and no adverse consequences. Although requested, no information was available regarding surgical delay or medical intervention.

Manufacturer narrative:
Customer discarded product.